Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred late in the night on (B)(6) 2025. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Early in the morning on (B)(6) 2025 the customer went to the emergency room for the elevated bg. Customer was treated with intravenous fluids of insulin and saine. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2025.